Event description:
Customer used sunstar dental pick as while doing between their back molar, the pick broke off and was stuck in between my teeth. Customer spent over an hour trying to remove it. They went to a nursing station in retirement home for assistance. They were unsuccessful in pulling it out with tweezers. The next day it was removed. The customer sustained pain in their jaw, tearing to the skin at both corners of her mouth, bleeding, and pain.